Event description:
It was reported that the initial mitraclip procedure was performed on (B)(6) 2022 to treat degenerative mitral regurgitation (mr) with a grade of 4. The patient had pre-existing chordal rupture, large posterior leaflet flail, prior cardiac surgery, and rotated anatomy. Two clips were implanted, reducing the mr to 1-2. On (B)(6) 2022, the patient experienced cardiogenic shock during recovery and received an intra-aortic balloon pump (iabp). A control echocardiogram was performed which noted that mr had increased back to 4. Both clips had torn off the anterior leaflets and remained attached to the posterior leaflet (single leaflet device attachment/slda). One of the clips remained stable on the posterior leaflet but the other clip had mobility on the posterior leaflet. The physician believed the leaflet integrity was compromised and the leaflets were thin and friable. On (B)(6) 2022, two additional clips were implanted to treat the torn leaflet and stabilize the clips. The mr was reduced from 4 to 2. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All available information was investigated, and the reported single leaflet device attachment (slda) appears to be related to patient morphology/pathology (compromised leaflet integrity - thin/friable leaflets). Unspecified tissue injury, cardiogenic shock and mitral regurgitation (mr) appears to be due to the slda and migration of this implanted clip as well as slda of the other implanted clip. Tissue damage, cardiogenic shock and mitral regurgitation are listed in the instructions for use (IFU) as known possible complications associated with mitraclip procedures. The unexpected medical interventions and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling. The additional device is filed under a separate medwatch report number.